Event description:
It was reported that the patient developed a systemic infection. The decision was made to extract the entire implantable pulse generator (ipg) system. No further patient complications have been reported as a result of this event.